Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is filed (B)(4) 2012.

Event description:
Per the clinic, the patient experienced pain with and without stimulation, and the issue could not be resolved. The device was explanted (B)(6) 2012, and the patient was implanted with a new device in the contralateral ear during the same surgery. Reimplantation is planned but has not yet occurred as of the date of this report, march 6th, 2012.